Event description:
It was further reported that the back up controller was returned to the manufacturer. Manufacturer's analysis subsequently revealed contamination with foreign material.

Manufacturer narrative:
A supplemental report is being submitted for being submitted for device evaluation. Product event summary: two (2) controllers (B)(6) and six (6) batteries (B)(6) were returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports and the serial port. The visual inspection also revealed contamination in the controller housing around the power ports and serial port. The controller¿s locking mechanism performed as intended. The controller was able to recognize a power source attached on both power ports with no abnormalities observed. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion; no damage was observed with the controller receptacles' springs and troughs. Supplemental testing also revealed contamination within the pins. Log file analysis revealed that the controller in use during the reported event (B)(6) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several instances of premature power switching events that were due to momentary disconnections involving (B)(6). Log file analysis also revealed momentary disconnections that did not lead to power switching involving (B)(6) and a power adapter. Momentary disconnections will result in an audible tone or ¿beep¿. Review of the event log file revealed a controller power up with an associated pump start event was logged on (B)(6) 2024 at 20:25:10, indicating a loss of power to the controller. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 23% rsoc. The data point after the loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller for eight (8) seconds. Multiple momentary disconnections were recorded leading up to the loss of power. Review of the alarm log file revealed one (1) vad disconnect alarm was logged on (B)(6) 2024 at 12:40:35, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. Failure analysis of (B)(6) revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports and the pump connectors. The observed contamination is an additional finding, likely due to the handling of the device. Internal visual inspection did not reveal any anomalies. Log file analysis associated with (B)(6) revealed that the controller was not in use and was likely the patient¿s backup controller. In addition, log files revealed that the controller had been initially programmed more than two (2) years ago. This is an additional finding, not related to the reported event. The most likely root cause of the observed end of life event involving (B)(6) can be attributed to the device reaching the end of its useful life. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. The batteries were able to adequately connect to a controller. Internal visual inspection of the batteries did not reveal any anomalies. As a result, the reported loss of power and contamination involving (B)(6), and the reported beeping and power switching events were confirmed. The reported poor mechanical connection events could not be confirmed; however, is possible that this is related to the power switching event. The associated batteries were lubricated prior to release. Based on an investigation conducted under CAPA: pr00574181 and the available information, the most likely root cause of the reported batteries not recognized and power switching event can be attributed to momentary disconnections and/or communication errors due to fretting corrosion of the controller-port/power-source pins, and/or contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, (B)(6) and associated batteries falls in scope of this CAPA. The most likely root cause of the observed contamination events involving (B)(6) can be attributed to the handling of the device. A possible root cause of the loss of power event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA: pr00551638 is investigating controller losses of power. Additional products:(B)(6); d9: yes, return date: 17-jun-2024; h3: yes; (B)(6); d9: yes, return date: 17-jun-2024 h3: yes; (B)(6) d9: yes, return date: 17-jun-2024; h3: yes; (B)(6); d9: yes, return date: 17-jun-2024; h3: yes; (B)(6); d9: yes, return date: 17-jun-2024; h3: yes; (B)(6); d9: yes, return date: 17-jun-2024; h3: yes; d1: heartware ventricular assist system ¿ controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 31-dec-2021 / serial or lot#: (B)(6); d9: yes, return date: 18-jun-2024; h3: yes; h4: mfg date: 09-dec-2020; h5: no investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated b5. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had a successful prophylactic controller exchange due to the suspected dirt and debris causing disturbance with connection of power to power source. The patient was also provided a new backup controller.

Event description:
It was reported that the controller exhibited loss of power and the (6) six batteries were beeping when connected. The patient stated that they sound exactly like the sound when a power source is connected to a controller. This sound was occurring frequently and not when the batteries were being changed. Also stated that the power connection seems loose in power port one since received the new batteries and this is the time when these sounds have started. It was noted that there was quite a bit of dirt and debris on the controller and around the ports. The six batteries were exchanged and the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 30-sep-2024 serial or lot#: (B)(6) UDI #: (B)(4) (B)(6) d9: no h3: no h4: mfg date:  21-sep-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 30-sep-2024 serial or lot#: (B)(6) UDI #: (B)(4) (B)(6) d9: no h3: no h4: mfg date:  21-sep-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 30-sep-2024 serial or lot#: (B)(6) UDI #: (B)(4) (B)(6) d9: no h3: no h4: mfg date:  21-sep-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 30-sep-2024 serial or lot#: (B)(6) UDI #: (B)(4) (B)(6) d9: no h3: no h4: mfg date:  21-sep-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 30-sep-2024 serial or lot#: (B)(4) UDI #: (B)(4) (B)(6) d9: no h3: no h4: mfg date:  21-sep-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 30-sep-2024 serial or lot#: (B)(6) UDI #: (B)(4) (B)(6) d9: no h3: no h4: mfg date:  21-sep-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.